Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support the patient was bleeding at impella access site, manual pressure held, and dressing changed. Following this event, bleeding was uncontrolled. The patient brought back to cardiac cath lab where they replaced impella repo unit for 16fr sheath and consulted vascular surgery. Vascular did surgical repair of iliac due to dissection.

Manufacturer narrative:
D7a revised as it was reported incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Vascular dissection: vascular did surgical repair of iliac due to dissection. The cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.